Manufacturer narrative:
The device was not returned to stryker for eval as it was discarded in the field, therefore the complaint could not be confirmed. A potential failure with the driveshaft being worn could present metal particles.

Event description:
It was reported that the customer discovered metal particles when using the wire collet. There were no reports of user or pt injury and no allegations of adverse consequences associated with this event.